Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirmed that the replacement resolved the issue, with their implant no longer heating up. The recharger replacement is working great. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that while charging their ins, it was warm and the recharging antenna disc was also warm. The patient reported that after that they didn't experience the warmth when they charged. The patient reported that they didn't have any warmth when charging again. The patient reported not seeing any error or warning message on the recharger. The patient reported that they had recently been implanted, but there was no sign of irritation. The patient called back on (B)(6) 2018 reporting that they were recharging and the ins was warm and felt "like there was ben-gay on it." The patient reported they sanitized the antenna and the gloves that they wear while recharging. The patient called back again on (B)(6) 2018 reporting the same heating effect while recharging. The patient reported that the area was well-ventilated. No further patient complications have been reported as a result of this event.